Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model zcb00 monofocal iol (intraocular lens) was packaged incorrectly as it is crimped in the container. As a result, iol was not used. No additional information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/1/19. Device returned to manufacturer? Yes. Device evaluation: the product was received within its original box and lens case. Visual inspection with the unaided eye showed that the intraocular lens (iol) was loose within the box and outside of the daisy wheel with no obvious damage. Further inspection under magnification revealed debris and minor cosmetic scratches on all surfaces of the lens optic and haptics. How and when the scratches were introduced to the lens could not be determined as the lens was received outside of its daisy wheel. The complaint event could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the product. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.